Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the yellow o-ring at the battery cap was visible at the time of power interruption. It was also alleged that the battery cap was observed to have stripped threads and that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed multiple pump reboots due to replace battery alarms. The black box data revealed evidence of low battery voltage. During testing, the battery compartment was found to be cracked and had damaged threads. The pump powers on with the returned battery cap. The battery cap could not fully secure onto the pump, and was observed to have damaged threads. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or loose components found inside the pump.